Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). The device was returned and evaluated. A review of all batch record documents was performed and noted no issues during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. During visual inspection of the device, holes were noted in the patient line and the drain line of the cassette. Clear passage and clamp function testing were performed on the device with no alarms noted. A simulated therapy was successfully performed with the returned sample with no alarms noted. During leak testing, leaks were identified originating from the patient line and drain line tubing of the cassette. Upon conclusion of the investigation, the reported leak was verified and the cause was found to be multiple holes in the tubing of the drain line and patient line. This issue is currently being addressed through a CAPA. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a home patient (hp) experienced a leaking cassette, while using the homechoice device. The leaking cassette was further described as a leak noted by the hp halfway down the patient line. The hp was connected at the time of the event. The hp was given prophylactic antibiotics as a precaution (dose, route and frequency not reported). No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.